Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a reversal hartmans procedure, the surgeon prepared the rectal stump by placing by hand and securing 2 x purse string sutures to proximal and distal tissue. Gun was inserted via anus with head attached, but gun closed and removed anvil secured distal purse string on shaft of device. Then secured proximal purse string, reassembled the device as per normal procedure and fired instrument. Audible crunch noted, opened instrument as per normal practice and could not remove instrument. Investigated tissue and found that staple line had not completely formed. Surgeon had no option at this point, but to close gun again and fire again. Another crunch noted and staple line complete and 2 complete donuts noted. Airleak test done and pt found to have large airleak from staple line. It was not reported how procedure was completed. Procedure delayed 2 hours. No adverse consequences to the pt reported. Add'l info rec'd on 03/04/2010: the surgeon observed the staple line after the first crunch, when it was not possible to remove the device, he observed a complete staple line on 1/2 the anastomosis and the other 1/2 the staples were not correctly formed.